Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced.

Manufacturer narrative:
The report that the device was revised due to ¿eri¿ was not confirmed. Analysis of the device found it had not declared eri or eol, however longevity calculation found that the battery depletion, due to usage, was normal.